Event description:
The customer claims that the unit powered on. When the sensor pad is unplugged and when weight is lifted from the sensor pad the alarm does not sound. New batteries were installed into the alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - alarm, failure to. Product was requested to be returned for evaluation and has not been received. (B) (4).